Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient underwent primary implantation of a affixus natural proximal humeral nail on (B)(6) 2021. 11 weeks post surgery, it was observed that the proximal screws had gradually backed out from the original position. Therefore, the patient underwent a revison surgery on (B)(6) 2021, whereby all of the proximal screws were explanted. The corelock mechanism was reported as being engaged using the torque limiting driver after all the interlocking screws were placed. Additionally, a non-torque limiting driver was used for additional tightening. Review of received data: due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. X-rays: one unlabeled fluoroscopy image of the affected humerus was received. The second most proximal blunt tip screw is confirmed to have migrated. The reported event indicates multiple proximal screws having migrated. However, no additional proximal screws can be confirmed to have migrated due to the angle that the single image was taken and no further views of the affected humerus being provided. Neither a ascending nor a descending screw has been implanted (also in accordance to the product ids provided). Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing with a potential correlation to the reported event. Surgical technique: the surgical technique 197-glbl-en explains that the locking of the corelock is done using the corelock driver with torque limiting handle. "Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle." Conclusion: it was reported that the patient underwent primary implantaion of a affixus natural proximal humeral nail on (B)(6) 2021. 11 weeks post surgery, it was observed that the proximal screws had gradually backed out from the original position. Therefore, the patient underwent a revison surgery on (B)(6) 2021, whereby all of the proximal screws were explanted. The corelock mechanism was reported as being engaged using the torque limiting driver after all the interlocking screws were placed. Additionally, a non-torque limiting driver was used for additional tightening. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The received fluoroscopy image confirms the reported event, namely that at least one of the proximal screws has migrated/backed out. However, no additional proximal screws can be confirmed to have migrated due to the angle that the single image was taken and no further views of the affected humerus being provided. The locking of the corelock during the implantation has not been performed as specified in the surgical technique using only the corelock driver with torque limiting handle. Instead, additionally a non-torque limiting screwdriver was used. It remains unknown what the potential effect of this deviation from the surgical technique could be and how or if this possibly could have contributed to the reported event. Based on the investigation it could be assumed that possible contributing factors to the migration of the screw might be multifactorial related to either patient condition and behavior, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. The need for corrective measures is not indicated for the time being and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Additional information which was received on aug 18, 2021. D10- medical products: torque limiting handle; item# : 27923; lot# : unknown. Lg cann screwdriver handle; item# : 214149000; lot# : unknown. Therapy date: jul 30, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with ann nail system on an unknown side, eleven weeks from the initial surgery it was noticed that the proximal screws had gradually backed out from the original position. Hence, patient underwent a revision surgery due to screws backing out.

Manufacturer narrative:
Concomitant medical products: blunt tip screw, 4x44mm; catalog#: 47-2486-044-40; lot#: 3024701; blunt tip screw, 4x46mm; catalog#: 47-2486-046-40; lot#: 3008267; proximal humerus, right, long, 8.5x220mm; catalog#: 47-2496-220-08; lot#: 3031577; cortical bone screw, 4x24mm; catalog#: 47-2486-124-40; lot#: 3054478; cortical bone screw, 4x26mm; catalog#: 47-2486-126-40; lot#: 3039758; cortical bone screw, 4x26mm; catalog#: 47-2486-126-40; lot#: 3054456; cortical bone screw, 4x28mm; catalog#: 47-2486-128-40; lot#: 3048195; proximal humerus nail cap, 0mm; catalog#: 47-2488-010-00; lot#: 3054441. Therapy date: (B)(6) 2021 the manufacturer received x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomets reference number of this file is (B)(4).

Event description:
Patient was implanted with an nail system on an unknown side, eleven weeks from the initial surgery it was noticed that the proximal screws had gradually backed out from the original position. Hence, patient underwent a revision surgery due to screws backing out.